Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded cartridge to resolve the issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump.